Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching episodes were observed due to an extended post-ventricular atrial refractory period. The physician had decided not to take any action on the issue. The patient was in stable condition.